Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported for right side "heterogeneous echogenicity, with areas of marked hypoechogenicity that suggest the presence of fibrosis", "some undulations in the contour", "frank capsular contracture (baker grade iii-IV)", "simple cysts", "local pain, induration, unnatural firmness and deformity of the breast". The device remains implanted. Analgesic anti inflammatory used for treatment.